Manufacturer narrative:
(B)(4). Device passed sleep current measurement, active current measurement, self test and displacement test. Battery power loss alarm found in the device history file due to j6 connector resistance issue.

Event description:
Customer reported via phone call that insulin pump had power loss alarm. Customer¿s blood glucose was 123 mg/dl. Customer was able to successfully clear the alarm. Insulin pump will be returned for analysis.